Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she was unable to find the string upon removal of the tampon. She spoke to her doctor over the phone and manual removal of the tampon was ultimately successful.